Event description:
Paramedics responded to a pt, condition unknown. At some time during the call, the pt went into cardiac arrest and was connected to the device with disposable defibrillation/ECG electrodes. According to the reporter, while attempting to shock the pt, the device powered down and back up or reset several times without any "low battery" alarms. According to the downloaded pt record in device memory, 3 shocks were delivered. A backup was called for and used but the pt was not resuscitated. The reporter stated there were no adverse effects to the pt from the alleged malfunction because the pt was not viable.